Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant. During procedure, it was reported there was one partial recapture but the device failed stability test and was fully recaptured. A decision was made to replace the 22mm amplatzer amulet with a 25mm amplatzer amulet and the replacement device was successfully implanted. There was no partial or full recaptures with the 25mm amplatzer amulet, there was lower compression, and the left atrial appendage was contractile. A post-operative echocardiography 3 hours later did not confirm any pericardial effusion and the patient was discharged later. It was then reported the patient took a nap and woke up short of breath and unable to walk. The patient presented 4 hours post-procedure to the emergency room with hypotension, expressive aphasia, and general malaise. An echocardiography noted large pericardial effusion and cardiac tamponade was confirmed. A decision was made to perform a pericardiocentesis and 3.4l of fluid was drained. It was also reported the patient received one unit of red blood cell and plasma transfusion. Transesophageal and fluoroscopy confirmed device position was unchanged with echogenic areas along the pulmonary artery adjacent to the lobe. There was no re-bleed events and the patient was watched in-house for 4 days before discharged home in stable condition.

Manufacturer narrative:
It was reported that the patient presented to the emergency room with hypotension, expressive aphasia, and general malaise four hours post-procedure. Computed tomography angiography and echocardiography revealed large pericardial effusion and cardiac tamponade was confirmed. Also reported that electrocardiogram revealed diffuse st elevation likely due to pericarditis secondary to traumatic pleural effusion. A 22 mm amulet device was attempted which failed stability test and was replaced with 25 mm amulet device and was successfully implanted. There was no partial or full recaptures with the 25 mm amplatzer amulet, there was lower compression, and the left atrial appendage was contractile. Information from field that transesophageal and fluoroscopy confirmed device position was unchanged with echogenic areas along the pulmonary artery adjacent to the lobe. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Tee procedural and tte post procedural imaging were submitted for review. Based on cine review performed at abbott, the 25 mm amulet showed a controlled lobe deployment that results 100% distal to lcx (50 deg) and no shoulder (140 deg). No leak or effusion was seen by color flow in the following images. Subsequent images showed 3d face without lupv or mv impingement, no leaks or effusion and close criteria being met. Images timed at 7pm and later on the day of the procedure appeared to show a well-placed amulet. In this reviewer's opinion, the implant follows the current text of the us IFU. The cine review could not confirm the reported event. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event. The cause of reported patient effects dyspnea, fatigue, pericarditis, pleural effusion, movement disorder, pericardial effusion and cardiac tamponade could not be conclusively determined. The reported medical intervention was due to medication for pericarditis post pericardial effusion and drainage. The reported intervention was a result of case-specific circumstances as pericardiocentesis was performed for pericardial effusion. The patient received one unit of red blood cell and plasma transfusion. Field also indicated that a follow-up exam confirmed no pericardial effusion was seen. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant. During procedure, it was reported there was one partial recapture but the device failed stability test and was fully recaptured. A decision was made to replace the 22mm amplatzer amulet with a 25mm amplatzer amulet and the replacement device was successfully implanted. There was no partial or full recaptures with the 25mm amplatzer amulet, there was lower compression, and the left atrial appendage was contractile. During procedure, 10000 units of heparin was administered intravenously. It was also noted the patient was administered 30mg of protamine intravenously. A post-operative echocardiography 3 hours later did not confirm any pericardial effusion and the patient was discharged later on the same day of procedure. It was then reported the patient took a nap and woke up short of breath and unable to walk. The patient presented 4 hours post-procedure to the emergency room with hypotension, expressive aphasia, and general malaise. Head computed tomography was performed and did not confirm stroke or any acute intracranial findings followed by computed tomography angiography (cta) and echocardiography noted large pericardial effusion and cardiac tamponade was confirmed. A decision was made to perform a pericardiocentesis and 3.4l of fluid was drained. It was also reported the patient received one unit of red blood cell and plasma transfusion. Transesophageal and fluoroscopy confirmed device position was unchanged with echogenic areas along the pulmonary artery adjacent to the lobe. It was reported on (B)(6) 2024, electrocardiogram (EKG) revealed diffuse st elevation likely due to pericarditis secondary to traumatic pleural effusion. It was noted on (B)(6) 2024, the patient was put on colchicine 0.6mg twice daily for pericarditis post pericardial effusion and drainage. There was no re-bleed events and the patient was watched in-house for 4 days before discharged home in stable condition on (B)(6) 2024. A follow-up exam on (B)(6) 2024 confirmed no pericardial effusion was seen.